Event description:
(B)(4). Event occurred in (B)(6). It was reported that the patient had increased blood glucose levels. Further, at the time of incident (at 7:30 am), his blood glucose level was 23.6 mmol/l, whereas it was 28.6 mmol/l at 2:45 pm. Reportedly, the patient was admitted in the intensive care unit from saturday to tuesday due to diabetic ketoacidosis. During hospitalization, he received insulin drip and changed infusion set insertion site. When the site was changed at the hospital, they noticed that the infusion set's needle was completely bent. Further, it was stated that the insulin was delivered, but his cannula was bent. Hence the set was wet and when the health care professional removed his infusion set, it was found that the cannula was 'curled up'. The site of insertion was his left/right side of belly button (3 inch away from belly) at his abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.